Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. Depositions consistent with low flow were confirmed through the evaluation of the returned lvad pump. The device was returned assembled with the percutaneous lead (lead) cut approximately 2¿ from the pump housing and the distal portion of the lead was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump's inlet port. The sealed outflow conduit (graft, bend relief, and outflow elbow) was returned attached to the pump's outlet port. The sealed outflow graft bend relief collar was sutured in place around the outflow graft nut. Examination of the inflow elbow revealed a non-laminated, grainy deposition. A similar deposition was observed within the distal side of the inlet stator upon disassembly of the pump. Depositions of denatured blood were also observed on the body of the rotor and within the proximal side of the outlet stator. Although a root cause for the development of the observed depositions could not conclusively be determined through this evaluation, the grainy texture and denaturation of these depositions suggests that there was poor surface washing throughout the pump due to a low flow event. Upon removal of the depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 10 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired at home. The time of death was thought to be early on (B)(6) 2015, but the exact date or time of death was unknown because the patient lived alone. The hospital staff received a phone call on sunday evening, (B)(6) 2015 from emergency medical services who had gone to the patient's residence in response to a neighbor calling about an alarm that had been heard since the morning of (B)(6) 2015. The patient's implantable cardioverter defibrillator had not given any indication of an arrhythmia prior to the death. It appeared to be bradycardia, then a paced dying heart with no rapid treatable arrhythmia. The cause of death was unable to be determined as this happened out of the hospital, and an autopsy was not performed as the extended family did not wish for one to be done. The date of death was confirmed by the hospital to be (B)(6) 2015. Of note, the patient had a pre-existing brain aneurism that had been coiled in approximately (B)(6) 2013 (exact date not provided). The patient had been complaining of a headache when he saw a friend on (B)(6) 2015. The patient was also seen in clinic on (B)(6) 2015 where a right heart catheterization was performed and high filling pressures were noted. At that time, the pump speed was increased to 10,000 rpm. Data log files that were submitted to the manufacturer for review reflected events from (B)(6) 2015 6:32am to (B)(6) 2015 8:34am. It was noted that the data prior to the log retrieval may have been overwritten with current data. Low flow hazard alarms were active from the beginning to the end of the log when the driveline was disconnected at 8:32am. Additionally, a yellow wrench advisory alarm was active throughout the log checking the backup battery circuit. There was no indication of any pump interruption.